Event description:
The facility reported an infusion pump with failure code 814:01. The event was reported to have occurred prior to patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: failure code 814:01 was confirmed. Failure code 814:01 occurs when the pump head module power supply is too low. This can be caused when the pump is left in the battery depleted alarm for an extended period. Inspection of the pump determined that the batteries were depleted and potentially damaged and they were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the depleted batteries. This issue is being investigated. Review of the complaint history reveals similar reports have been received for this product for failure code 814:01.